Event description:
It was reported that the patient had a device on the right side, there was a bulge, and the pocket opened up at the incision site. The health care provider (hcp) then moved the implantable neurostimulator (ins) to the left side on (B)(6) 2014. They removed the ins on the right side and the lead.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va087sr, implanted: (B)(6) 2013, product type lead. (B)(4).